Event description:
It was reported by the customer that the drill was leaking black fluid where the attachment meets the handpiece. The customer also reported that the handpiece leaked during a case; there was another handpiece available for use, there was a delay in the procedure of less than one minute. No add'l treatment was needed for the pt due to this event. There were no reports of any adverse pt events associated with this malfunction.

Manufacturer narrative:
On oct 2, 2008, the drill involved in the reported event was evaluated. During the evaluation the technician noted corrosion on the front housing assembly. Due to the corrosion we were unable to determine if the complaint could be duplicated; the fluid may have been corrosion particulate and water. The housing assembly and drive shaft assembly were replaced, then the unit was returned to the customer.